Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and could not duplicate the reported malfunction. The cse found a low urgency "device alert" in the memory log with no associated diagnostic codes. The graphic user interface (gui) to breath delivery unit (bdu) cable was reset, and no components were replaced. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that, the 840 ventilator was inoperative. There was no pt involvement.